Event description:
It was reported that the user accidentally confirmed the fill tubing step before observing drops during a supply change and was subsequently guided to return to the fill tubing step and proceed, with education provided on the fill cannula step after attaching the infusion set and cartridge; the event involved an infusion set and cartridge with tubing, and was characterized as an incorrect procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified involving the tube component and an improper or incorrect method during the supply change process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.